Event description:
It was reported that pump displayed a cartridge change error and customer was unable to complete cartridge loading despite multiple attempts with original and replacement cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump areas, cleaned pneumatic tap, and tried to reload cartridge without success, after which escalated troubleshooting confirmed no issues with supplies or loading steps; pump replacement was arranged with an out-of-warranty loaner, and customer planned to contact healthcare provider for backup insulin therapy.